Event description:
It was reported by service report that the left calf support was not locking due to locking mechanism screw stem was rusted. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Results: calf support locking mechanism.